Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the clinic for an unrelated procedure on (B)(6) 2021, where it was discovered that the patient's right ventricular lead had externalized conductors. The lead was capped and replaced on (B)(6) 2021. The patient was stable throughout.